Event description:
It was reported that after a tracheotomy procedure a cannula was placed in the patient. At a later date, when changing the cannula, the hospital staff noticed that the cannula was torn and another cannula needed to be placed. There was no harm or injury to the patient. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4) .